Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2014 with the following findings: a review of the pump¿s current black box history showed no evidence of short battery life. The pump information from the date of the complaint was overwritten. Visual inspection revealed that the battery compartment was cracked from the thread area to the case seal and below the grip pad. During testing, the pump was found to be intermittently powering on using the returned battery cap. The returned battery cap was intact; however, unable to maintain an electrical connection due to the cap detaching. The pump¿s electrical current draws were found to be within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.